Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack was found around the connection part of the balloon, and water leaked after injecting during the pretest.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. A potential root cause for this failure mode could be "cap not aligned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a crack was found around the connection part of the balloon, and water leaked after injecting during the pretest.